Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another device (ultra). The reporter claimed obtaining blood glucose readings of "131 and 150 mg/dl" with the subject meter and "80 and 85 mg/dl" on another device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 this supplemental is being sent to correct information that was previously committed from follow up #1. The patients test strips had been returned and tested. This information was omitted from the MFR narrative: "the reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant; these tests passed and failed respectively." Appropriate evaluation codes were not included and are included here. The "alert date" in follow-up 1 should read (B)(6) 2015 and the "device returned to mfg date" (B)(6) 2015.